Event description:
While investigating another complaint, the customer reported an incident that occurred in 2004, involving a patient with a negative antibody screen on initial testing with n-hance, lot ng49-3, who had a hemolytic transfusion reaction due to a weak anti-jkb. The patient's pre- and post-transfusion direct antiglobulin tests were negative. Eluates performed on the pre- and post-transfusion specimens were negative. The customer repeated the antibody screen testing on the pre- and post-transfusion specimens using gamma peg as the potentiator and an anti-jkb reactin 1+ was detected. Repeat testing of the pre- and post-transfusion specimen using n-hance was microscopically positive.

Manufacturer narrative:
Testing of retention n-hance. Lot nh49-3 demonstrated expected reactivity.